Event description:
Plaintiff reports initial bilateral implantation 7/8/77, with explant 3/15/89. Plaintiff alleges various illnesses including, but not limited to, physical pain and suffering and physical impairment.